Manufacturer narrative:
(B)(4): evaluation, results: IFU instructions not followed. Non-sterile pouch component placed on sterile table. Evaluation, conclusions: IFU instructions not followed.

Event description:
The physician wanted to implant a 3.0 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a pt. The non-sterile pouch component of the endeavor sprint device was placed on the sterile table and the device was subsequently used in the pt. This was noted following use of the device. The pt was given an antibiotic. No clinical sequelae have been reported.